Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. As of this date, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia surgical procedure, the customer handed in the large suturecut needle driver instrument with a distally broken cable. It was handed in at the beginning of the day prior to the surgery. There was no previous reported injury nor delays. The instrument had 4 lives left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer reported that the issue occurred during a inguinal hernia procedure. The instrument did not collide with any other instrument or tool during a procedure. The issue was related to the opening and closing of the grip. There was one cable protruding from the distal end. The customer noted that the instrument would be sent for investigation soon. No patient demographics available.